Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a temperature alarm occurred while the battery was charging. Customer was unable to clear the alarm. Reportedly, the customer continued to use the pump and had an alternate method of insulin therapy available. Customer¿s blood glucose was 108-145 mg/dl.